Event description:
It was reported that during the implant procedure, a stylet could not be removed from the left ventricular lead. The lead was not used and a new lead was implanted. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).